Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 345 was not reproduced. A review of the event history log revealed one system error 345 message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The upstream and downstream thermistor sensor readings were within the calibrated specification but the ultrasonic sensor requires replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no patient involvement. No additional information is available.